Manufacturer narrative:
(B)(4). Date of death is an estimated date. The death occurred between (B)(6) 2014. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no associated nonconforming material reports that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents of the device operating differently than expected reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after percutaneous transluminal angioplasty of the superficial femoral artery, arteriotomy closure of the left common femoral artery was attempted using a starclose se device. Reportedly, during thumb advancer deployment, while the surgeon was advancing the clip with backward traction on the starclose se device, the patient involuntarily coughed and after starclose se clip deployment, bleeding continued. Manual arterial compression was applied to stop the bleeding. A hematoma developed at the site. After ten minutes of manual arterial compression, the patient experienced a vaso-vagel episode. Oxygen was provided. When the patient had recovered, the access site was deemed to be hemostatic. Approximately thirty to forty minutes later, the patient blood pressure decreased to 60/23mmhg. The patient was taken to emergent exploratory surgery to identify the arterial leak. At that time it was noted that the foot of the patient was white and cold. It was discovered that the starclose clip was occluding the vessel lumen and a clot had formed proximally. The starclose se clip was removed and the artery repaired. Prior to being returned to recovery, the foot of the patient was noted to be pink and warm again. It was unsure what other steps were taken during surgery to correct the low blood pressure, but it was believed that the ischemic foot was a result of the starclose se device clip obstructing the vessel lumen. Early the next morning the patient was taken back to surgery as the leg became ischemic again. However, the patient did not recover and the patient expired over the weekend. The operator was reported to be trained in the use of the starclose se device. No additional information was provided.